Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A pump volume discrepancy was reported. Over the last year (last 4 refills) the patient has had pump volume discrepancies where the actual reservoir volume was greater than the expected reservoir volume. No specific volume amounts were provided. The patient has his pump refilled every 3 months. The patient was currently contracted and spastic. It was also noted the patient received botox injections for spasticity management. A catheter access port procedure and possible roller study were planned for (B)(6) 2013. The pump was used to deliver lioresal. Additional information later reported the dye study procedure was performed by a radiologist. The radiologist accessed the catheter access port (cap) and got good csf flow. They did not do a roller study. History given to the manufacturer representative by the patient¿s mother was poor. She only knew that they "got back more drug than expected". The mother had no idea how much more but said that it had been going on for the past year. Additional information later reported the symptom the patient experienced was ¿no significant change¿. X-rays were performed (date not reported) and the patient referred to neurosurgery for eval. The patient was noted to be ¿stable¿.